Event description:
Information was received indicating that this ambulatory infusion pump exhibited under infusion. The pump was set to deliver 44.9 milliliters however the actual amount delivered was 35 milliliters. No adverse patient effects were reported.